Event description:
It was reported the patient's scs ipg was replaced because the device was inoperable and battery depleted. The procedure was completed without complications and effective stimulation therapy was established postoperative.